Event description:
Upon pt's mother setting up a total parenteral nutrition for infusion she noticed that the administration tubing was completely severed from the cassette cartridge. The point of the break is after the cassette cartridge that fits into the sabratek 6060 pump.